Manufacturer narrative:
Imagery was provided by the site which showed the balloon burst radially, and balloon material was bunched up distally. Sheath liner delamination and distal tip damaged was observed. The devices were returned to edwards lifesciences for evaluation. During visual analysis of the returned delivery system it was observed there was longitudinal and radial balloon burst on the inflation balloon; there was no missing balloon material. A radial burst in the middle of the proximal half of the inflation balloon was observed. There was a wrinkle on the crimp balloon. Scratches were observed on the distal end of sheath shaft. During dimensional inspection, the balloon single wall thickness was measured along the edges of the burst location and were found to meet specification. No relevant functional testing could be performed due to the condition of returned device (burst balloon). The complaint was confirmed through visual inspection. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary 28274. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for ¿balloon ¿ burst¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the sheath used during the case. Please reference related manufacturer report number: 2015691-2020-14109. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during bav with a 23mm balloon catheter, the balloon burst. During deployment of a 26mm sapien 3 valve in the aortic position using transfemoral approach, the commander delivery system balloon also burst after complete inflation with nominal volume. When the esheath was removed from the vessel, the seam was observed to be damaged distally and blood ran out of the esheath. A ¿sharp point¿ was directed into the esheath lumen, (distal tip split). The esheath liner was observed to be delaminated after removal from the patient. Under x-ray during the procedure the damage could not be recognized. There was no patient harm. The patient outcome was stable and no adverse events occurred post procedure. There were no missing balloon pieces. The physician felt the balloon surfaces were damaged slightly from the esheath. The patient had a mild degree of calcium and no annular calcium. Nominal volume was used during inflation. Device preparation was performed according to IFU. No abnormalities of the balloons were found during device preparation.